Manufacturer narrative:
A specific root cause could not be determined. The results did not exhibit large differences. In fact, even a slightly increased cv or recovery could cause the differences. The issue which caused variations in quality control must have been before or after the sample measurement on (B)(6) 2012. It can thus be expected that any instrument issue which caused an additional result variation of the samples in question was resolved by the sipper probe adjustment.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer initially reported that quality control recovery was high for troponin t stat (short turn around time). The customer put on a new pack, calibrated it, then repeated quality control. Control recovery was low. The pack was then recalibrated, and quality controls repeated. Control recovery was still low. The customer then prepared fresh calibrators and calibrated, but calibration failed. The customer removed the pack and then placed a second pack on board. The second pack was calibrated with the same calibrators. Quality control was run with acceptable results. The customer continued to run the assay for a few hours and then repeated quality controls. Controls recovered low, outside of specifications. Since liquid flow cleaning maintenance and pinch valve tubing replacement was due, the customer decided to run a precision using six patient samples both before and after completing the maintenance and tubing replacement. The six samples used were previously tested, and results were reported outside of the laboratory. The customer noted that the precision results were the same both before and after completing the maintenance and tubing replacement. The customer did not provide these results. The customer did, however, notice a difference between the originally reported result and the result obtained in precision testing. Of the six samples, four were found to have erroneous results, although the customer only issued corrected reports for two. The customer did not intend to correct the original results for the other two samples. Sample one initially resulted as 0.12 ng/ml and this value was reported outside of the laboratory. When repeated for the precision study, the sample resulted as 0.09 ng/ml. The repeat result was considered to be correct and a corrected report was issued. Sample two initially resulted as 0.13 ng/ml, and this value was reported outside of the laboratory. When repeated for the precision study, the sample resulted as 0.1 ng/ml. The repeat result was considered to be correct, and a corrected report was issued. Sample three initially resulted as 0.06 ng/ml, and this value was reported outside of the laboratory. When repeated for the precision study, the sample resulted as 0.04. The repeat result was considered correct, but the customer did not intend to issue a corrected report. Sample four initially resulted as 0.05 ng/ml, and this value was reported outside of the laboratory. When repeated for the precision study, the sample resulted as 0.03. The repeat result was considered correct, but the customer did not intend to issue a corrected report. The patients were not adversely affected by the event. The troponin t stat reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative could not duplicate the issue. He adjusted the sipper probe and ran performance testing, which was within specifications. The customer ran quality controls and all levels were within range.